Event description:
The complainant reported a patient in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The pump was successful for the duration of the support however the patient had an access site ooze. The ooze was not of a severity that needed any intervention/blood/vascular repair. The pump support continued for a total of 190 hours until the family made choice to withdraw care. The team discontinued all systemic heparin due to the access site bleeding. The purge was not utilizing heparin, but rather sodium bicarbonate. The patient's family withdrew care . Impella explanted and the patient expired. There is not enough information to associate use of the device with patient outcome. Pump was successfully implanted and explanted.

Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. No impella products were returned for evaluation. Based on the clinical review the root cause of the access site bleeding was most likely due to anticoagulation management since the heparin was discontinued due to the bleeding and patient condition. Instructions for use for this event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ potential adverse events :¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h.3 revised as previously entered incorrectly. The device was not evaluated by the manufacturer and evaluation summary was not attached. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.